Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection of the gastrointestinal videoscope, foreign white material was observed inside air/water. There were no reports of patient involvement.

Event description:
It was observed during the device inspection of the gastrointestinal videoscope, foreign white material was observed inside air/water channel.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the material adhered to the air/water channels. However, a definitive root cause for the presence of foreign material inside the air/water channels could not be determined. It is unknown whether any deviations from the instructions for use occurred during the reprocessing steps in the areas where foreign material remained. No physical damage was found at the locations where foreign material was present. The instruction manual states the inspection method associated with the event in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.